Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The functional tests could not be completed due to the motor error alarm. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that they were getting a motor error alarm. The blood glucose reading is 500 mg/dl/. Nothing further reported.